Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that the shaft was broken at 7.5 cm from the bladder pigtail. Event details stated that the event occurred during preparation, and outside of the patient. The section of the stent that was broken was inspected under magnification, and no smooth surfaces were noticed over the fracture zone, which indicates that the stent was not broken due to mechanical cut. In addition, evidence of excessive force and torsion was noted on the broken section, so it is the most likely that the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, or preparation. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was used in the ureter during a stenting procedure performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that stent was detached. The procedure was completed with another percuflex¿ loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent broken.